Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and the following additional information was obtained: the instrument was inspected out of the box. No instrument damage was found. The instrument was being removed when the fragment fell into the patient. The surgeon was unsure of what caused the instrument breakage to occur. The instrument was introduced in the middle of the procedure. During the procedure no functionality issues were observed. The fragment(s) fell inside of the patient during an instrument tip/accessory collision. The instrument had been removed during the procedure, prior to the breakage. No resistance was felt moving the instrument through the cannula. The wrist was straightened upon final removal of the instrument. There was no damage to the cannula observed, nor additional instrument damage. The surgeon used other instrumentation to pick up the fragments. The retrieved fragments matched the broken pieces from the instrument. The procedure was completed robotically. The patient has not returned to the hospital for post-op complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator instrument was analyzed, and the complaint was confirmed by failure analysis. The instrument was found to have a broken tip at the distal end. The broken piece was returned with the instrument. Additional observation related to customer reported complaint: the instrument was found to have a dislodged snake wrist at the distal end. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure that the suction irrigator instrument broke inside of the patient. The fragment was retrieved in the same procedure and the procedure was completed.